Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events. Although a specific cause for these events could not be conclusively determined, the account communicated that they were believed to be due to multiple factors (positional, volume depletion, left ventricular decompression). A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files confirmed pi events on (B)(6) 2023 and (B)(6) 2023. No other notable events or alarms were observed, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and explains that "pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, "system monitor", explains that "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 6, "patient care and management", also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having recurrent pulsatility index (pi) events and that there was a concern for suction events. Log files were sent for review. The log files noted 115 pi events on (B)(6) 2023, between 7:30:27 and 11:27:27. The suction events were not confirmed but they were still assumed to have occurred. The patient was asymptomatic and underwent an echocardiogram on (B)(6) 2023, that led to lowering the pump speed to 5300 rpm. The pi events were thought to be multifactorial, positional and due to volume depletion and left ventricle decompression. No right heart failure was noted. The pi events improved following pump speed decrease and fluid liberalization. As of (B)(6) 2023, the patient had improving pi and suction events. Log files were sent again on (B)(6) 2023 that noted persistent pi events on (B)(6) 2023 and (B)(6) 2023.